Event description:
Procedure type: nissen. According to the reporter: the needle fell off while surgeon sewed using the endostitch device. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).